Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, this device was explanted due to an infection of the pump. The device was replaced with a malleable prosthesis. No other adverse patient effects were reported.